Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that after a surgery performed on (B)(6) 2012, the patient experienced pain, this was addressed via revision surgery on (B)(6) 2022 to remove the implant. Further information is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed due to pain approximately 9.5 yrs post implantation. Per correspondence, ¿there is no additional information¿ and all information was input into the complaint intake. Without clinically relevant documentation, the clinical root cause of the reported revision due to pain could not be further assessed or concluded. The patient impact beyond the reported pain and subsequent revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.